Event description:
Reporter stated that patient's blood glucose was measured, on inform system 1, with a result of 493 mg/dl. Eight minutes later, patient's blood glucose was reportedly retested, on inform system 2, with a result of 181 mg/dl. No action based on device results was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
This report is for the suspect device used with inform system 1. (B) (4)

Event description:
It was reported the atrial lead impedance was 368 ohms unipolar and 283 ohms bipolar. Oversensing also noted. The lead was replaced. No patient complications were reported as a result of this event.